Event description:
Boston scientific received info that this pacemaker and right ventricular lead exhibited oversensing with pacing inhibition but did not result to more than two seconds of asystole. Furthermore, a low, out of range pacing lead impedance measurement of less than 200 ohms was also detected. The causes of these observations were not determined. A surgical intervention was done to replace the lead. No additional info was obtained. The rv lead was surgically abandoned and the device was explanted. No adverse pt effects were reported. The product is not expected to be returned for analysis. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated, should further info be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened, should additional data become available.